Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft. Approximately four (4) years post initial implant a secondary procedure was performed for the implantation of two limb stent grafts. Approximately eight (8) years post initial implant a type ib endoleak was found. The physician performed a tertiary procedure where an extension was added to resolve the endoleak. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The type ib endoleak at the right common iliac artery complaint is confirmed. The clinical assessment determined that there was evidence to reasonably suggest right common iliac aneurysm sac growth occurred that was not included in the event as reported. The sac growth was discovered on (B)(6), 2018 during review of the 90month post implant CT scan. The contributing factors for the type ib edoleak was most likely the remodeling of the right common iliac artery with diameter enlargement (rcia sac growth) observed at the 90month post implant CT scan. Procedure related harms for this event could not be determined based on the information shared with endologix to review. The final patient status was not reported. Devices remain implanted in the patient; therefore, a device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device code - removed code 1354; correction results code - removed code 3221; correction.